Manufacturer narrative:
Qn#: (B)(4).

Event description:
The spring wire guide is kinked during use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one arrow guide wire assembly and kit with lidstock for investigation. Visual analysis revealed three kinks/bends on the guide wire body. The distal j-bend appeared to be intact. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds were spherical and intact. The kinks/bends in the guide wire measured 13mm, 19mm and 29mm from the distal tip. The guide wire total length measured 685mm, which is within the specification limits of 679mm-687mm per the guide wire graphic. The guide wire outer diameter measured .794mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was inserted through a lab inventory ars/introducer needle subassembly. Little to no resistance was observed. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit provides the following warnings, cautions and instructions for the user:" warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". "Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed three kinks/bends on the guide wire. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The spring wire guide is kinked during use. No patient harm reported. The patient's condition is reported as fine.